Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called philips to request support. The customer stated the device failed defib test pads during the op check. There was no patient involvement.